Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a battery failed alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support that a battery failed alarm error occurred.

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that a 1124 ¿battery failed¿ alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support that a 1124 ¿battery failed¿ alarm error occurred. Per good faith effort (gfe) response received on 21mar2024, the authorized service provider (asp) engineer was not able to evaluate or repair the device as the customer declined service and repair. The customer had the device operating on alternating current (ac) power only. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.